Event description:
Event description cpi received information that this patient was performing maintenance on his motor boat when he received a high voltage, low impedance shock from the spark plug wire. Interrogation of his ventak prx implantable cardioverter defibrillator (ICD) showed an error message, and indicated that anti-tachy pacing was no longer available. The error message reappeared and testing could not be completed. Cpi received additional information that this patient received inappropriate shocks and the endotak sub-q array defibrillation lead may be fractured. Both the ICD and the lead were replaced to resolve the lead problem; however, the sub-q array lead is not involved in sensing and is unlikely to be related to inappropriate shocks.